Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller reported patient to have itrel replaced because of normal battery depletion. In checking they lead, they removed the extension, plugged into bottom of the 64002 and into 12-15 of the wens. Impedances will show ok and then change, can be influenced with pressure. Contacts 14 and 15 change from 734-750 and 690-1210 and back. Pocket stim is sometimes present with wens. Unclear how pocket stimulation is occurring when using a non-implanted wens device. Caller reports they will most likely change the lead. The rep was asked to clarify if there was a device or therapy issue in regards to the pocket stim is sometimes present, and rep reported they think it could be due to being an older system. No contributing factors were reported. When asked about troubleshooting steps taken, the rep reported this is the first time it has happened. They replaced a battery from 2002, so there could be many factors to consider. Rep reported the lead is being replaced and patient is scheduled for a lead revision. Weight is unknown, and it was reported the ins was discarded. The rep reported the cause of the changing impedances is unknown. The serial number of the lead is unknown, and the lead has not yet been replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 7425, serial# (B)(6), implanted: (B)(6) 2002, explanted: (B)(6) 2023, product type: implantable neurostimulator. Product ID: neu_unknown_lead, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on 2023-03-13. The rep clarified that there was not pocket stim observed when attached to the wens. The patient was asleep therefore, no stimulation was induced.